Event description:
If power to monitor is lost, pts who had arrhythmia monitoring assigned will default to unassigned arrhythmia upon resumption of power. The consequence is that for a fast unnoticeable or barely noticeable power interruption the staff does not realize that pts who had arrhythmia monitoring no longer have it. There should be some indication from the monitor that a change in status has occurred.